Event description:
It was reported that during a lap sigma procedure, the instrument did cut completely but did not staple. The instrument made noises by firing. (There was no staple found in situs). The case was completed by overstitched by hand and used a new instrument. The patient is not very well, the patient was reoperated on in the evening because the staple line seems to be insufficient. There were no adverse consequences to the patient. The patient is doing well.

Manufacturer narrative:
Date sent: 11/17/2008. Information anticipated, but unavailable at this time.